Event description:
The free covid-19 abbott binax now antigen test kits distributed by the usps to american have holds that had expired dates, but received expiration extensions by the FDA proved; ineffective and faulty by not showing / registering any color either control or sample. Basically they did not work. These faulty ineffective, test kits that did not show / register any colored line on test card after inserting saliva swap with reagent into test card as instructed. The general public that asked for these and tested themselves with no result will undermine confidence in FDA and the u.s. Public health services and abbott. These expired test kits (2 with same) were received by me today at number 10 mailbox by usps. My wife and I followed testing procedure in pt instructions without any result, we repeated instructions and testing with contents of 2nd box and also got no results. No colored lines. I believe insufficient, unreliable or faulty assumptions were made but the FDA or they received and trusted info from abbott that allowed for an extension of expiration date and effectiveness of the test kit reagent or test cards. Ref report: mw5148020.